Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e07 code) associated to a pump or stirring mechanism that is blocked or too slow. The issue occurred during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Error 07 code was displayed on patient side, due to stirrer motor's bearing damaged. Therefore, in order to solve the issue the stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A review of the device service history was conducted and identified that the unit was manufactured in 2022, with no previous similar events. Based on the available data, it cannot be ruled out that the most likely root cause of the reported event is a jammed stirrer motor, potentially due to component wear combined with exposure to disinfectants during disinfection procedures and the environmental conditions in which the component operated, such as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market